Event description:
A 20 gauge 1 1/2 in. Bd angiocath inserted into a vein of right hand. The hub was separated from stylet and catheter advanced into the vein. Slight resistance was felt but advancement was possible. When intravenous line attached, the drip chamber demonstrated flow into the vein. After intravenous line secured, the fluid flow stopped. Angiocath withdrawn slightly but still no flow. No blood back flow with syringe and catheter removed. Catheter was bent at 45 deg. Angle and on closer examination tip of catheter thought to have jagged edge. Unable to determine if the tip was intact. Pt was sent for scheduled surgery for left shoulder arthroscopy.